Event description:
It was reported that the procedure was to treat a highly calcified, pre-dilated lesion. The stent was advanced, but there was resistance and the device would not cross the lesion. When the stent delivery system was removed, it was noted that the stent had dislodged in the pt. Another company's balloon catheter was inserted and was able to capture and safely remove the separated stent from the pt. No pt effects were reported.